Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed evidence of premature battery depletion. Approximately three months ago, the battery status was one year. Currently, the battery status indicates less than six months battery life remaining. A technical services (ts) consultant was contacted and indicated the patient should be re-checked in one-two months. No adverse patient effects were reported.